Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. The iab bladder had a full thickness abrasion, which caused blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the clinical support specialist (css) that the perfusionist stated blood was present in the gas tubing of the intra-aortic balloon (iab) and the pump alarmed for "possible helium loss". As a result, the iab was removed without difficulty. The patient is stable without therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the clinical support specialist (css) that the perfusionist stated blood was present in the gas tubing of the intra-aortic balloon (iab) and the pump alarmed for "possible helium loss". As a result, the iab was removed without difficulty. The patient is stable without therapy. There was no report of patient complications, serious injury or death.